Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. Vascular access was gained via the right femoral artery. The 99% stenosed target lesion was located in the severely tortuous and calcified right anterior tibial artery. A 2mm x 20mm x 143cm coyote balloon catheter was selected and advanced to treat the target lesion. Upon first inflation at 2 atm, it was noted that a balloon rupture occurred. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Complainant name: (B)(6) hospital. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).